Event description:
During an unknown procedure, it was reported by the rep, that the device jammed during the procedure. There was no consequence to the pt.

Manufacturer narrative:
Device was not returned for analysis.